Event description:
Additional information received and stated that 40 11.5 lens was exchanged for a 4 11.0 lens due to halos, photopsia, glare. This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.

Manufacturer narrative:
Correction provided in b.2., b.5., e.1., and h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received, and stated that, the patient also experienced glare after one week post surgery. The patient was unhappy with multifocal lens, due to glare. And exchanged for toric iol. Surgeon does not believe product contributed to the event. The patient was not hospitalized for the event.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was one other complaint had been reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced photopsia and unhappy with halos. The iol was exchanged for another lens model 6 months following the initial implant procedure. Additional information has been requested.